Event description:
A 6f angio-seal evolution was selected for closure of the right femoral artery following a cardiac catheterization and percutaneous angioplasty. The closure was done under fluoroscopy. Upon entering the recovery room, the right leg was white, cold and pulseless. A vessel occlusion was confirmed with ultrasound examination. Surgery was performed. The groin was resected and a long dissection was found. A large calcified plaque flap was discovered. The angio-seal components were found in the proper position prior to being removed from the patient. The surgical report noted the presence of additional calcification in the peripheral arteries. The patient was stable following the procedure.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) states that if patients have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in patient arteries >5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.